Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for information was reported that the patient said that for the first 4.5 years she ran the device 24/7 and slept with it on and never touched it. It was always enough to make the reset tolerable. Now she can't lay down or sleep with it. The stimulation moves up and down its own. The patient feels there is a programming issue because of the way it is jumping all over the place. The patient said she has seen 4 or 5 manufacturing representatives (rep) in the last few years. The one that programmed it the first time did it just right and left it that way for 4.5 years. The patient said she had adaptive stimulation (as). The second rep messed it up. Then the first guy reset it and fixed what the second guy did. Then they sent the next guy and he was from 100 miles away. The patient said he didn't have her lay down and move to the left and right to check the different positions. He only checked her sitting. The patient said the last rep she met was 6-8 months ago. She said, he acted like he didn't know what he was doing. No further information was reported. On 2019-may-03 (B)(4) (rep): no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.